Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a malignant esophageal stricture during a stent placement procedure performed on (B)(6) 2024. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent did not deploy. Another ultraflex tracheobronchial stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation results, which revealed that the stent was partially deployed on the delivery system. Please refer to block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. The stent was returned partially deployed. Visual inspection revealed that the delivery shaft was bent. A functional examination was performed by pulling the finger ring, and the stent was successfully deployed without any problems. No other damage was observed. Product analysis did not confirm the reported event of stent failure to deploy as the stent was returned partially deployed and functional examination was able to deploy the stent without any problems. The investigation concluded that the reported event and the additional observed damage were most likely due to procedural factors, such as lesion characteristics, handling of the device, the technique used by the physician, and/or the amount of force applied to the device. Therefore, a review and analysis of all available information indicated that the most probable cause is an adverse event related to the procedure.